Event description:
Information received from the field notes that the patient felt pocket stimulation. The device was found to be in back-up mode. A software download restored normal function. Two weeks previous, when the patient had complained of not feeling well, the device was found to be in back-up mode. A software download restored normal function at that time. The patient was not pacemaker dependent and had an under- lying sinus rhythm, but the physician replaced the device.